Event description:
It was reported to philips that the device fails the operational check at therapy delivery. There was no patient involvement. The authorized service provider (asp) evaluated the device and confirmed the operational check test failure. The device needs a high voltage capacitor. It was determined that this was a malfunction of the high voltage capacitor. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.